Event description:
It was reported that, half-year after a revision surgery had been performed on (B)(6) 2015, the patient felt pain and had limited range of motion in the right hip, which led to another revision surgery on (B)(6) 2020. The csl-plus revision stem 3 cemented was loose; and therefore, they decided to take it out. It is unknown what is the patient current health status.

Manufacturer narrative:
H3, h6: it was reported that, half-year after a revision surgery had been performed on (B)(6) 2015, the patient felt pain and had limited range of motion in the right hip, which led to another revision surgery on (B)(6) 2020. The csl-plus revision stem 3 cemented was loose; and therefore, they decided to take it out. Currently, the patient has no pain in the right hip and can walk. The complaint device, used in treatment, was not returned for investigation. The reported issue could not be confirmed upon product evaluation. No additional complaint with batch b1409175 was reported so far. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure. The reported failure mode is stated as a side effect in the instructions for use (lit. No. 12.23 ed. 05/16). The failure mode and the severity are covered through the corresponding risk management file. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on the performed investigations, the reported failure mode could not be confirmed. The root cause for the reported loosening is attributed to a known inherent risk of the device. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No further actions are deemed necessary. This version of the device will be monitored for similar issues. Should additional information and/or the complaint device become available, this complaint will be reassessed. This investigation is considered closed.